Manufacturer narrative:
Corrected data: h6- health effect - clinical code: "1766" and "2137" should be added. H6- health effect - impact code: "2199" should be removed. "4614 " should be added. H6- medical device problem code: "2993" should be removed. "1401" should be added. B5- the reporter indicated that the surgeon implanted a 13.2mm tmicl 13.2 implantable collamer lens of diopter -13.00/1.5/092 (sphere/cylinder/axis) into the patient's left eye (os). The patient experienced an asc lens opacity observed on 17/may/2023, refractive change over time, and a spherical contact lens prescribed. The lens remains implanted. Status of the eye:" patient is trialing scl (spherical contact lens) os for the refractive shift; will defer cataract surgery for now." Claim# (B)(4).

Manufacturer narrative:
A4 - unk, a5 - unk, a6 - unk, b3 - unk, d6a - unk. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm, tmicl13.2, -11.0/1.0/075 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's left eye (os). Lens opacity (cataract) asc was observed on (B)(6) 2023. Lens remains implanted. Reportedly, patient is trailing a scl for the refractive shift and will refer cataract surgery for now.